Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that a pipeline embolization device was used for flow diversion to treat an unruptured saccular aneurysm in the left cavernous internal carotid artery (maximum diameter 15 mm, neck 11 mm) in the setting of severe vessel tortuosity. During the procedure, the distal segment would not open after pushing the device when more than 50% had been deployed, and significant fish-mouthing was observed. After more than two resheathing attempts, braid damage was suspected, and imaging showed the distal end of the braid appeared very frayed. When attempting to recapture the device and reload it into the sleeve, the device deployed in the microcatheter. The device was resheathed and removed with the microcatheter, and additional flow diverters were used with a good angiographic result. The patient was reported alive with no injury, and no patient symptoms or complications were reported as associated with this event. The landing zone was 3.6 mm distal and 4.8 mm proximal. The devices were prepared according to the instructions for use (IFU). Ancillary devices include a penumbra bmx 96 catheter, phenom plus catheter, phenom 27 microcatheter, and synchro select guidewire.